Event description:
Reporter indicated that the site's dell handheld computer could not be turned on. It was reported that when plugged into the wall, a green light would appear indicating that the computer was charging. However, when the power button was pressed, nothing appeared on the screen. It was reported that resetting the computer did not resolve the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.